Event description:
Clinical study: it was reported that 307 days after a coronary artery drug eluting stenting procedure the patient had a reintervention for a restenosis. The lesion being treated was a 3.25mm 95% stenosed previously bypassed 2nd obtuse marginal (2nd ob marg) artery. The lesion was predilated. The physician then placed a taxus express2 8.8% 3.50x28mm drug eluting stent in the 2nd ob marg. The patient was discharged in 03/2004 on lovastatin, plavix and aspirin. In 2005 the patient underwent a reintervention. The patient had brachytherapy of the 2nd ob marg for instent restenosis, focal stenosis. The patient was discharged the next day. In the opinion of the physician the relationship of the restenosis to the taxus stent is 'unknown".

Event description:
It was further reported that target lesion 1(20 mm long) was identified in the saphenous vein graft (svg) obtuse marginal 1 (om1) with 95% stenosis and a 3.25mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.5x28mm taxus express2 8.8% drug eluting stent reducing stenosis to 0%. The pt was discharged the next day on asa and plavix. 307 days after the procedure, the pt presented with four episodes of nocturnal edema. Treatment consisted of angioplasty and the placement of two overlapping taxus stents to the proximal and mid left circumflex (2.5 x 24 mm, 2.5 x 20 mm). Final stenosis was 0%. There was concern about mild haziness leading into the distal stenosis between the two stents, therefore a third taxus stent (2.5 x 20mm) was deployed. All three stents were post-dilated. Treatment to the proximal svg-om 1 consisted of cutting balloon angioplasty and brachtherapy, reducing stenosis to 15%. The pt was discharged the next day on asa and plavix. In the opinion of the physician the relationship of the reintervention to the taxus stent is unk.